Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open, wet, and with holes. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The patient¿s physician temporarily removed the lifevest for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.